Manufacturer narrative:
An event regarding seating/locking issues involving a reunion humeral stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
During a reunion reverse shoulder procedure. Surgeon reamed the humeral canal to 10mm and broached with a 10mm broach. When the surgeon implanted a 10mm pressfit stem, the stem was loose. Surgeon reamed and broached to 11mm and implanted an 11mm pressfit stem with no issues. Surgeon is questioning the size of the broach to implant.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
During a reunion reverse shoulder procedure. Surgeon reamed the humeral canal to 10mm and broached with a 10mm broach. When the surgeon implanted a 10mm pressfit stem, the stem was loose. Surgeon reamed and broached to 11mm and implanted an 11mm pressfit stem with no issues. Surgeon is questioning the size of the broach to implant.